Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv lead capture thresholds increased post-recent implant. The lead was repositioned to a new rv septal position. The measurements were acceptable. The patient is stable.